Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿. The patient experienced a ¿nodule/granuloma.¿ biopsy was not provided. The event is ongoing.

Event description:
Additional information reported symptom resolved two months after date of onset.

Event description:
Additionally, the healthcare professional reported injecting the patient in the marionette lines with 0.5 ml on each side. The event was noted as "palpable nodule on injecting sites" that occurred approximately two and a half months post-injection, and the patient is under pharmacological treatment with decrease of the granuloma with deflazacort (oral corticoids) 310mg for 14 days. Ultrasound performed noted "granulomatose reaction to a foreign matter" but biopsy was not performed.